Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a basal anomaly from the insulin pump. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that the basal insulin is not delivering. The customer stated that he left the pump on a plate for 10 hours with no insulin exiting. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was verified that the pump is programmed with basal rates. The customer was advised that there is no way to prove that the basal rates are delivering. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement. Rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump programmed with multiple basal rates and all registered properly in the daily total history noted. The insulin pump was received with minor scratches on lcd window.